Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter experienced high blood glucose. The customer's blood glucose was 506 mg/dl at the time of incident. The customer's mother stated that the insulin pump did not seemed to be delivering insulin. The customer's mother also stated that her daughter got burned through a sensor. The insulin pump will not be returned for analysis.